Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), biomed. A getinge field service engineer (fse) was dispatched to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) solenoid voltage was out of limit. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h3, h4, h6, h10, h11. Corrected fields: h6 (medical device ¿ problem code) . In order to solve the issue, the fse replaced the solenoid board and stated that the value was within specification. The test was according to the service manual. The unit was then returned to clinical use.